Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reported issues did not cause or contribute to the patient's symptom of chest pain. No intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. A remote transmission showed possible right ventricular (rv) lead t wave oversensing on stored electrograms and undersensing of the atrial lead. The leads remain in use. No further patient complications have been reported as a result of this event.